Event description:
There was a kink in the catheter that would not allow the wire to pass. The catheter was replaced and there was no harm to the patient. Manufacturer response for catheter, 3max kit reperfusion catheter 160 cm (per site reporter) product handled by site.